Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and following a right iliac dissection was noted and prompted removal of the impella cp. It was noted that the patient has an "extremely" tortuous anatomy, and it is unknown when the dissection occurred. The information indicated an intra-aortic balloon pump was implanted to support the patient. The patient was reported to be stable following the event.

Manufacturer narrative:
Patient information and implant/explant dates are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. As per the clinical information provided, the root cause of the vascular damage issue was most likely patient condition related due to tortuous vessels.